Manufacturer narrative:
Additional information in d9 and h3. Correction in g4. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were not discrepancies encountered with the mushroom heads. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 10/may/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to fluid overload on (B)(6) 2024. Medical records revealed the patient presented to the emergency room on (B)(6) 2024 with shortness of breath (dyspnea, orthopnea), lower extremity edema (1+ bilaterally), fatigue, elevated troponin/bnp (values not provided), hypertension (blood pressure = 226/130), tachycardia (rate = 121, new onset of atrial fibrillation), and fluid overload (hypervolemic). The patient reported missing ccpd on (B)(6) 2024 because "it may not be working completely." The patient was formally admitted, nephrology was consulted for ccpd management, and the patient was given intravenous (IV) lasix 120 mg which significantly improved his symptoms. During intake it was discovered the patient failed to take his morning blood pressure medication on (B)(6) 2024, which caused the patient¿s hypertensive urgency. The patient was treated with metoprolol tartrate and amlodipine with good effect. Cardiology was also consulted due to the patients¿ severe valvular issues, severe aortic stenosis, severe mitral regurgitation/stenosis, and acute diastolic heart exacerbation, all of which contributed to the patient¿s fluid overload. The patient was discharged from the hospital on (B)(6) 2024 with a cardiology appointment the same day to evaluate if the patient is a candidate for a transcatheter aortic valve replacement (tavr). Although the patient¿s wife, patient, and hospitalist agreed a new liberty select cycler should be requested, it does not appear one has been issued at the time of this report. Per the patient¿s home program manager, the patient is recovering and awaiting clearance to undergo cardiac surgery. The patient reportedly continues to undergo ccpd therapy at home without any changes to his pd prescription. It should be noted that although the patient was fluid overloaded, the patient¿s weight was documented as 88.6 kgs which is 1.4 kgs below the patient¿s estimated dry weight (edw) of 90.0 kgs.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 10/may/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to fluid overload on (B)(6) 2024. Medical records revealed the patient presented to the emergency room on (B)(6) 2024 with shortness of breath (dyspnea, orthopnea), lower extremity edema (1+ bilaterally), fatigue, elevated troponin/bnp (values not provided), hypertension (blood pressure = 226/130), tachycardia (rate = 121, new onset of atrial fibrillation), and fluid overload (hypervolemic). The patient reported missing ccpd on (B)(6) 2024 because "it may not be working completely." The patient was formally admitted, nephrology was consulted for ccpd management, and the patient was given intravenous (IV) lasix 120 mg which significantly improved his symptoms. During intake it was discovered the patient failed to take his morning blood pressure medication on (B)(6) 2024, which caused the patient¿s hypertensive urgency. The patient was treated with metoprolol tartrate and amlodipine with good effect. Cardiology was also consulted due to the patients¿ severe valvular issues, severe aortic stenosis, severe mitral regurgitation/stenosis, and acute diastolic heart exacerbation, all of which contributed to the patient¿s fluid overload. The patient was discharged from the hospital on (B)(6) 2024 with a cardiology appointment the same day to evaluate if the patient is a candidate for a transcatheter aortic valve replacement (tavr). Although the patient¿s wife, patient, and hospitalist agreed a new liberty select cycler should be requested, it does not appear one has been issued at the time of this report. Per the patient¿s home program manager, the patient is recovering and awaiting clearance to undergo cardiac surgery. The patient reportedly continues to undergo ccpd therapy at home without any changes to his pd prescription. It should be noted that although the patient was fluid overloaded, the patient¿s weight was documented as 88.6 kgs which is 1.4 kgs below the patient¿s estimated dry weight (edw) of 90.0 kgs.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse events of dyspnea, orthopnea, bilateral lower extremity edema, fatigue, elevated troponin/bnp, hypertension, tachycardia (new onset of atrial fibrillation), and fluid overload which warranted hospitalization. Per the medical records provided, the cause of the serious adverse events was a combination of a (reportedly) malfunctioning liberty select cycler preventing the patient from completing ccpd, in addition to an extensive cardiac history. Fluid overload, hypertension, edema, fatigue, and cardiac disease are common findings among hemodialysis patients and is frequently multifactorial in its etiology. Based on the information available, the liberty select cycler cannot be disassociated from the serious adverse event(s). Given the temporal relationship, the allegations of device malfunction by the patient/pdrn, and no manufacturer evaluation/investigation of the suspect device; this liberty select cycler cannot be excluded from having a contributory role in the serious adverse events experienced by the patient.

Event description:
On 10/may/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to fluid overload on (B)(6) 2024. Medical records revealed the patient presented to the emergency room on (B)(6) 2024 with shortness of breath (dyspnea, orthopnea), lower extremity edema (1+ bilaterally), fatigue, elevated troponin/bnp (values not provided), hypertension (blood pressure = 226/130), tachycardia (rate = 121, new onset of atrial fibrillation), and fluid overload (hypervolemic). The patient reported missing ccpd on 8/may/2024 because "it may not be working completely." The patient was formally admitted, nephrology was consulted for ccpd management, and the patient was given intravenous (IV) lasix 120 mg which significantly improved his symptoms. During intake it was discovered the patient failed to take his morning blood pressure medication on 9/may/2024, which caused the patient¿s hypertensive urgency. The patient was treated with metoprolol tartrate and amlodipine with good effect. Cardiology was also consulted due to the patients¿ severe valvular issues, severe aortic stenosis, severe mitral regurgitation/stenosis, and acute diastolic heart exacerbation, all of which contributed to the patient¿s fluid overload. The patient was discharged from the hospital on (B)(6) 2024 with a cardiology appointment the same day to evaluate if the patient is a candidate for a transcatheter aortic valve replacement (tavr). Although the patient¿s wife, patient, and hospitalist agreed a new liberty select cycler should be requested, it does not appear one has been issued at the time of this report. Per the patient¿s home program manager, the patient is recovering and awaiting clearance to undergo cardiac surgery. The patient reportedly continues to undergo ccpd therapy at home without any changes to his pd prescription. It should be noted that although the patient was fluid overloaded, the patient¿s weight was documented as 88.6 kgs which is 1.4 kgs below the patient¿s estimated dry weight (edw) of 90.0 kgs.